Manufacturer narrative:
Kls-martin l.p. (Importer) is submitting this report on behalf of karl leibinger medizintechnik gmbh & co. Kg (manufacturer). Reference exemption number e2017029.

Event description:
It was reported that a distractor was removed and replaced.

Manufacturer narrative:
An investigation was performed in the lab and there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number identified was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The device investigation revealed that the device was intact and undamaged and the distraction drive was working perfectly as designed. The device's ratchet mechanism showed no mechanical wear which may indicate that the ratchet was never engaged. The investigation results conclude that the root cause for this incident could not be determined from the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.